Event description:
It was reported that this patient recently experienced two episodes of inappropriate shock delivery from this subcutaneous implantable defibrillator (s-ICD) system. Technical services (ts) was contacted for a device data review. It was discussed that the shocks were delivered due to over-sensed non-physiological noise. Ts recommended evaluating the patient in-clinic with provocative maneuvers and potential diagnostic imaging to assess the s-ICD system integrity. At this time, the system remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient recently experienced two episodes of inappropriate shock delivery from this subcutaneous implantable defibrillator (s-ICD) system. Technical services (ts) was contacted for a device data review. It was discussed that the shocks were delivered due to over-sensed non-physiological noise. Ts recommended evaluating the patient in-clinic with provocative maneuvers and potential diagnostic imaging to assess the s-ICD system integrity. At this time, the system remains implanted and no additional adverse patient effects were reported.